Manufacturer narrative:
Available information has been received for this event. This supplemental report is being submitted to provide this information.

Event description:
Addendum feb 7, 2023: when the customer reported event occurred is not known, but there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause of material remaining in the device could not be specified. The nozzle was not reported to have been deformed and there were no reported deviations from the instructions for use (IFU). The event can be detected and prevented by following the instructions for use (IFU) which state: "8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. < inspection of the objective lens cleaning function> *when use the air / water valve 1 keep the air / water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the device for evaluation and repair of a poor air/water supply. There is no harm to any patient. Upon evaluation of the returned device, it was observed that there is presence of foreign material clogging the device nozzle. This is attributed to insufficient cleaning. Due to clogging of nozzle, water supply volume does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value. This medwatch is being submitted for the presence of foreign material clogging the device nozzle as observed during device evaluation.

Manufacturer narrative:
Full address of the facility is (B)(6) hospital. This device is not sold in the u.s., but a similar device is. Customer provided information on reprocessing of the device: the device was cleaned, disinfected, and sterilized before requesting repair. When the foreign material adhered to the device is not known. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. The air/water nozzle was flushed with water and air. Information on manual cleaning: there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with lint-free gauze, brush, or sponge. The air/water nozzle was flushed with detergent solution. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there is presence of foreign material clogging the device nozzle. This is attributed to insufficient cleaning. Due to clogging of nozzle, water supply volume does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value. Other observations for the device: due to wear of angle wire, bending angle in up direction and play of up/down knob do not meet the standard value; adhesive of distal end rubber coating (a-rubber) has a chip and white-clouded area; and switch (sw) sw1, protector of universal cord, scope connector, protector of scope connector, distal end cover (c-cover), and connecting tube have a scratch. The user¿s complaint of poor air/water supply was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.